Event description:
Attorney reported: in 2004--the pt underwent an recurrent incarcerated ventral incisional hernia repair procedure with placement of a non-recalled composix kugel mesh patch. In early 2008--the pt underwent surgery to repair a small bowel obstruction secondary to an incarcerated recurrent ventral incisional hernia. The previously placed mesh was explanted and said to have damaged her by migrating position.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.